Event description:
It was reported that the patient¿s freestyle libre 3 cgm failed to pair with the ilet after approximately one week of wear, and the patient requested a replacement and was transferred to a partner organization for support after declining sensor placement troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or care beyond the need for a new cgm sensor. Investigation included call handling, basic troubleshooting and education offered, and referral to the partner organization for device replacement support. Investigation of this case revealed a pairing failure consistent with sensor connectivity or communication malfunction between the cgm and the ilet, with the affected component being the external cgm sensor required for closed-loop operation. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm sensor malfunction or incompatibility leading to communication failure.